Event description:
Meter name: profile. Strip name: unknown. No strips or vials remaining. Meter codea: 9. Strip code: ni. Strip storage: ni. Symptoms: headache and heavy heartbeat. A patient called doctor because of the symptoms. Their meter result allegedly was low. It is unclear if the meter was 10 and at the doctor's a result was 280 (sample type unknown) and blood pressure 190. Timing unknown. Had not used the meter for two weeks before calling lifescan. Unknown if treated. No further information has been reported.